Event description:
Typevt: pre; explanted at implant due to central jet on tee, possibly due to a suture loop. No further information was provided. This event being reported due to extended surgery time noted by hospital staff.